Event description:
During a BWI-sponsored clinical study, it was reported that a patient underwent an paroxysmal atrial fibrillation with a VARIPULSE¿ Bi-Directional Catheter on (b)(6) 2026.On (b)(6) 2026, patient experienced transient ischemic attack categorized as mild and serious defined by hospitalization with an admission date on (b)(6) 2026 and a discharge date on (b)(6) 2026. Relationship to study device (VARIPULSE) is probable and the relationship to the index study procedure is probable. The adverse event is anticipated. The outcome is resolved with an end date on (b)(6) 2026. The intervention was none.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Biosense Webster, Inc., or its employees that the report constitutes an admission that the product, Biosense Webster, Inc. or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.Manufacturer's Reference Number: (b)(4).